Manufacturer narrative:
After further review of additional information received the following sections d10, g4, g7, h2, h3 and h6 have been updated accordingly. As reported, when the procedure was almost finished, a hole was found at the proximal end of the 6f infinity diagnostic catheter (pig 110cm 6sh). There was no reported patient injury. There was no damage noted to the product packaging upon inspection prior to use. The device was stored, handled, and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no difficulty removing the stylet or any of the sterile packaging components. The actual product was not damaged. There were no anomalies noted when the device was taken out of the package. There were no anomalies noted during or after the device was prepped. There was no unusual force used at any time during the procedure. A non-sterile cath f6inf pig 110cm 6sh diagnostic catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the external surface on the shaft of unit presented a couple puncture holes at 68.2cm from the hub of the catheter. No other anomalies were observed on the returned device. The unit was inspected under the vision system and the puncture holes were confirmed on the unit. The unit was sent for sem analysis to identify the cause of the observed puncture holes on the shaft. Sem analysis on the puncture holes showed that the inner surface of the body presented evidence of bulged/peeled material and elongations extending from the outer surface to the inner surface of the catheter. The outer surface of the catheter presented evidence of bulged/peeled material, tension marks, and elongations. Also, scratch marks were observed on braid wire inside one puncture hole. The early mentioned damages observed on the puncture holes are commonly caused during the interaction of the body/shaft with a sharp object or mechanical damage. It is assumed that the suggested sharp object punctured the body/shaft from the outside to the inside, due to elongations extending from the outer surface to the inner surface of the catheter. It is very likely that the same factors that caused the bulged/peeled material, tension marks, elongations, and scratch marks on the outer body and inner surface potentially led to the puncture hole conditions found on the received body/shaft. No other anomalies were found during the sem analysis. A product history record (phr) review of lot 17756043 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿catheter (body/shaft)- puncture/cut - in-patient¿ was confirmed due to the puncture holes noted on the shaft of the unit as received. However, the exact cause of the puncture holes observed on the unit could not be conclusively determined during the analysis. The damages observed on the puncture holes are commonly caused during the interaction of the catheter body/shaft with a sharp object or mechanical damage. It is likely that a sharp object punctured the body/shaft from the outside to the inside, as evidenced by elongations extending from the outer surface to the inner surface of the catheter. It is very likely that the same factors that caused the bulged/peeled material, tension marks, elongations and scratch marks on the outer body and inner surface potentially led to the puncture hole conditions found on the received body/shaft. Per the IFU, which is not intended as a mitigation of risk, the performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation. For all catheters: keep the catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the use of systemic heparinization. Exercise care when removing guidewires from multiple-curve catheters. Procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Neither the phr review nor the product analysis suggests that the found conditions could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
During use a hole was found at the proximal end of the 6f infiniti diagnostic catheter (pig 110cm 6sh). There was no reported patient injury. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. There were no anomalies noted when the device was taken out of the package. The device was stored and handled per the instructions for use (IFU). The device was prepped following the instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There was no unusual force used at any time during the procedure. No other information was reported. The device was not returned for analysis. A product history record (phr) review of lot 17756043 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿catheter (body/shaft) - puncture/cut - in-patient¿ could not be confirmed as the device was not returned for analysis and device photographs were not received. The exact cause could not be determined. Based on the limited information available for review, storage, and procedural/handling factors, may have contributed to the reported event. Per the instructions for use, which is not intended as a mitigation, ¿store in a cool, dark, dry place. Do not use if package is open or damaged. To prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Exercise care when removing guidewires from multiple-curve catheters. Straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle.¿ neither the phr review nor the limited available information suggests that the reported event could be related to the manufacturing process of the device. Therefore, no corrective or preventative actions will be taken at this time. Corrected data: device available for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17756043) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the procedure was almost finished a hole was found at the proximal end of the 6f infinity diagnostic catheter (pig 110cm 6sh). There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The device was stored and handled per the instructions for use (IFU). There were no difficulty removing the stylet or any of the sterile packaging components. The actual product was not damaged. There were no anomalies noted when the device was taken out of the package. The device was prepped following the instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There was no unusual force used at any time during the procedure. The device will be return for analysis.